Event description:
The complaint came through an employee of the company. Surgical department of state design bureau no. 7 of (B)(6), head of surgical department (B)(6). Complaint about the long60a and the ecr60g cassette. The doctor purchased this product as an individual from llc "(B)(6)" in 2021. Bills from llc "(B)(6) " are available, if necessary the doctor is ready to provide them. Today, (B)(6) 2022 during bariatric surgery (mini gastroschuning), the new sterile long60a during the third suturing on the patient's tissue using the ecr60g cassette gave an unusual specific crunch after the first press of the sew lever and it was also preserved with the second and third press of the sew lever. After the opening of the device, the doctor saw that on one side three rows of staples were closed correctly, and on the other side in the three-row seam most of the staples were not closed, remained in the form of the letter p, part of the staples fell out of the cassette. The doctor was forced to use a new machine and a new cassette to complete the operation. Later, the doctor will provide a video of the operation and a photo of the machine, cassette, packages, labels on the package. The doctor is ready to provide a device and cassette for examination in the company.

Manufacturer narrative:
(B)(4). Date sent:(B)(6) 2022. Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please provide the account name? Can you please provide the lot/batch number? Is the device available to be returned for evaluation? If so, please provide the status of the return sample and any available tracking information is a photo available of the product? How was the product purchased? Is there an indication of how the product was distributed? Is there any indication of the source? Based on the packaging, is there any indication of which the original genuine product may have come from? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)

Manufacturer narrative:
(B)(4) date sent: 3/7/2022 additional information: can you please provide the account name? - medlana llc can you please provide the lot/batch number? - echelon flex 60 long: code - long60a, lot - u93w7u; green reload for echelon 60: code - ecr60g, lot - 246a85. Is the device available to be returned for evaluation? If so, please provide the status of the return sample and any available tracking information - yes, we expect to receive the device at our office in the nearest time is a photo available of the product?: in attachment. How was the product purchased?: a doctor bought the device as an individual from j&j's sub-distributor (bentima llc). Is there an indication of how the product was distributed? - bentima llc is distributor of our qualified distributor medlana llc. Is there any indication of the source?: the doctor is the head of the surgical department of the city clinical hospital no. 7 of nizhny novgorod based on the packaging, is there any indication of which the original genuine product may have come from? From subdistributors bentima llc and medlana llc is the current patient status known? - no information, the doctor was forced to use a new apparatus and a new cassette to successfully complete the operation. Was there any patient consequence or change in the post-operative care of the patient as a result of the event?: (extended hospital stay, readmission, re-operation, etc.) - n/a, a new cassette was used.

Manufacturer narrative:
(B)(4). Date sent: 4/5/2022. D4: batch # unk. Investigation summary: this is an analysis of eight photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a device on its opened package of product code long60a, lot # u93w7u, expiration date: 2023-02-28. The device can be seen with the triggers in the opened position and with no reload loaded. The second photo shows a green reload of the top view and the cartridge pan was noted to be partially dislodged from the right side. The reload can be seen with the left side fully fired, the right side outer row partially fired 2/3, and the right two inner rows partially fired 1/3. The third and fourth photos show a green reload of a side view and some protruding staples leg could be observed. The fifth photo shows a tyvek of product code ecr60g, lot # 246a85, expiration date: 2026-03-31. The sixth photo shows a label on the package with lot # u93w7u, expiration date: 2023-02-28. The seventh photo shows a green reload from the pan area and the sled can be seen in a fully fired position. The eighth photo shows a label on a box with the russian language. Based on the photos the event described of malformed staple is confirmed. Based on the lot trace performed, this lot # u93w7u was not approved to be sold in the region from where this file was submitted, therefore this is a confirmed diversion . Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of the ethicon endo surgery quality process, all devices are manufactured, inspected, and released to approved specifications.